Event description:
Patient was revised to address infection. Upon exposure, it was discovered that the femur was loose due to the infection. All components were removed and cement spacers were inserted.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported infection or device loosening based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.